Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion and did not meet expected longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.